Manufacturer narrative:
Not returned.

Event description:
During cataract surgery using an allegro I/a tip the surgeon experienced a broken capsule resulting in a vitrectomy. A sulcus lens was implanted and the patients visual acuity was 20/30 one day post-op.